Event description:
The customer reported that the insulin pump alarmed. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device had cracked case at the display window and missing end cap sticker.